Event description:
The customer requested a new meter because she had gone into a coma due to hyperglycemia. She could not remember the details regarding meter readings and treatment so information was not provided. The customer disposed of the meter. Test strip information was not provided. The customer was sent a new meter kit.